Event description:
Customer reports fiber leak on a 1st use dry pack dialyzer at the onset of treatment noted by visible blood in the dialysate lines. Estimated blood loss was 250 cc's. 500 cc's replacement fluid administered. No pt injury or medical intervention reported.